Manufacturer narrative:
Final analysis found that since there was no information provided regarding parameter settings during service life it was not possible to determine conclusively if battery depletion was normal or premature. Based on the device high output settings as received, the theoretical longevity from implant to eri was calculated to 2.5 years.

Manufacturer narrative:
Returned to manufacturer should have been (B)(4) 2015 rather than (B)(4) 2015.

Event description:
New information indicated that the patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.